Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced hyperglycemia to 220 mg/dl after eating a burger while using the ilet, with the user indicating the meal announcement likely underestimated carbohydrate content; glucose trended down to approximately 170¿175 mg/dl without additional user intervention. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to meal announcement entry, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.